Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self testing.